Event description:
It was reported that the patient that the patient experienced the reservoir had migrated towards the groin with an inflatable penile prosthesis (ipp). The ipp reservoir was explanted and a new ipp reservoir was implanted. During the revision surgery the reservoir was attempted to be placed in the original implant position but not completed because the tubing wasn't long enough, so a spherical reservoir was replaced. Should additional relevant details become available, a supplemental report will be submitted.